Event description:
Flare [joint inflammation] ([knee pain], [joint swelling]). Case narrative: upon internal review on 05-jun-2018, the suspect product was updated from synvisc one to synvisc. This case is cross referred with cases (B)(4) (cluster). Initial information received regarding an unsolicited valid serious case was received on (B)(6) 2018 from a physician from (B)(6). This case involves a (B)(6) patient (gender: not provided) who received treatment with hylan g f 20, sodium hyaluronate (synvisc) and after 29 days had flare, pain and swelling in left knee (latency: 29 days) and swelling in left knee (latency: 29 days) the patient's past medical history, medical treatment, vaccination and family history were not provided. No concomitant medications were provided. On (B)(6) 2018, the patient initiated treatment with intra-articular with hylan g f 20, sodium hyaluronate injection at a dose of 2 ml, weekly (lot number: 7rsp001d; expiry date: dec-2019) for knee chondropathology. On (B)(6) 2018, patient received the second injection. On (B)(6) 2018, patient received the last injection. On (B)(6) 2018, 29 days after the first injection, patient experienced pain and swelling of the left knee. It was reported that the signs and symptoms were compatible with flare. On an unknown date in (B)(6) 2018, 1 week after the event onset, patient was recovered. Corrective treatment: not reported . Outcome: recovered. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). Seriousness criteria: medically significant. A product technical complaint was initiated on (B)(6) 2018 for synvisc. Batch number: 7rsp001 global ptc number: (B)(4). The production and quality control documentation for lot number 7rsp001 expiration date 31-12-2019 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequent analysis for lot number 7rsp001, no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 11-ju-2018, there are 8 complaints on file for lot number 7rsp001 and all related sub lots: 6 complaints are on file for lot number 7rsp001c: (4) barrel breakages, (1) tip breakage) and (1) missing plunger rod. 1 complaint is on file for lot number 7rsp001f: (1) missing syringe. 1 complaint is on file for lot number 7rsp001d: (1) adverse event report. Sanofi will continue to monitor complaints to determine if CAPA is required. Upon internal review on 05-jun-2018, patient's age was corrected from 25 years to 59 years and gender was updated from male to unknown. Suspect product was updated from synvisc one to synvisc, along with dose and frequency, lot number was updated from 6rsl022za to 7rsp001d. Event of joint effusion was deleted form the case. Related case ((B)(4)) was added. Also, gptc number was added. Clinical course was updated and text was amended accordingly. Additional information received on 11-jun-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.